Event description:
During a remote follow up, episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were noted. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.